Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr got stuck on wire. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire drive were selected for percutaneous transluminal coronary rotational atherectomy (ptcra) procedure. The rotalink plus was prepped and platformed at 180000rpm outside the patient. After the second ablation, the device was removed and it was noted that the burr got stuck with the rotawire. The procedure was completed with another of the same device. There were no patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a portion of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was fractured and kinked at the proximal end. The fracture was observed and was found to most closely resemble a fatigue fracture. The returned portion of the rotawire was measured, and it was found that 171cm of the rotawire was returned. The distal portion of the rotawire was not returned for analysis. The advancer used during the procedure was returned and used for analysis. The returned wire was able to be removed with resistance, but was not able to be reinserted due to the kink in the proximal end of the rotawire. Inspection of the remainder of the device, revealed no damage or irregularities. E1: (B)(6).

Event description:
It was reported that the burr got stuck on wire. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire drive were selected for percutaneous transluminal coronary rotational atherectomy (ptcra) procedure. The rotalink plus was prepped and platformed at 180000rpm outside the patient. After the second ablation, the device was removed and it was noted that the burr got stuck with the rotawire. The procedure was completed with another of the same device. There were no patient complications and the patient was good post procedure.